Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 100% stenosed lesion was located in a moderately tortuous mid left anterior descending artery. The vessel diameter was 2.5-3.2mm. The lesion was predilated and a taxus express2 3.0x32mm drug eluting stent was deployed at 10 atm's. The stent was post dilated and ivus was used to confirm stent placement. Ivus showed no malapposition and that the stent was well apposed. Timi 3 flow was established. No procedure complications were reported. The patient received aspirin and clopidogrel. The patient was discharged from the hospital on a later date. Four days post procedure, the patient presented with chest pain. Angiography revealed thrombosis of the taxus express2 stent. The thrombus was removed with an aspiration catheter and a 3.0x28mm non-bsc drug eluting stent was placed. The patient's condition was well. No further complications occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.